Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed in (B)(6) settings the paired devices and previous dexcom transmitters were listed. Patient was then advised to forget all dexcom devices, reset (B)(6), remove and re-install the g5 application, and manually enter the transmitter ID, which was successful. No additional patient or event information is available.